Event description:
The customer stated that the insulin pump alarmed failed battery test after two batteries. The customer's blood glucose was 154 mg/dl. The numbers on the insulin pump started scrolling up, so the customer removed the battery and reinserted. The buttons became unresponsive and the insulin pump alarmed button error. Troubleshooting was not performed because the customer stated that they had run out of infusion sets and reservoirs. The customer stated that they were having blood glucose levels of 500 mg/dl and were changing the supplies fast, which, now they attributed to the insulin pump malfunction. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.